Manufacturer narrative:
B5: narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected.

Manufacturer narrative:
Section e2: corrected. Section h6: health effect, clinical code, health effect, impact code and medical device problem code corrected. Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system, serial # (B)(6), reported or identified through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.